Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The reason for call was patient reported they were in an accident on (B)(6)2025 and the stimulator was out of place or something because it was bulging out. Patient stated they could feel the implant bulge out on their back where they got it. Patient mentioned they were in a car accident. Patient also stated since the accident when they use the stimulator they are in a lot of pain in the middle part of their back and it was a real sharp pain. Patient asked if there was a way to get the implant changed out to one that doesn't need to be charged. Agent reviewed non-rechargeable and rechargeable stimulators and longevity of the spinal cord stimulators. The patient was redirected to their healthcare provider to further address the issue.